Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an app crash alert occurred. It was determined that the patient experienced an app crash alert was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.